Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the thumbscrews were damaged and the central processing unit (cpu) cover threads were stripped preventing the thumb screws from attaching. The rubber feet were also missing from the unit. The fse replaced the cpu cover, rubber feet, thumbscrews and fan guard and the issue was resolved.

Event description:
It was reported unit would not attach to the stand and the fan guard was broken. There was no patient involvement. Event date not specified: estimate used.